Event description:
On (B)(4) 2013, allen medical received a copy of (B)(6). According to the reporter, a patient was waking from anesthesia and moved his leg while still in lithotomy during a case. During this movement, the stirrup and clamp came off the operating room table. The patient was not injured.

Manufacturer narrative:
A review of our records revealed this non-injury incident was reported to allen during clamp evaluation request. At the time, the reporter had told allen's customer service that it was possible the clamp had not been installed correctly. The clamp was returned for evaluation on (B)(4) with no functional or safety issues found during the evaluation. It passed all the same final device acceptance criteria as new product, holding securely and functioned fully when installed per the use instructions. With no issues found with the clamp or its manufacture, the most likely root cause for the incident was improper installation by the staff. This was communicated to the reporter in writing. A copy of the in-service instructions for the clamp installation were also provided. The clamp was in good working order and was returned to the staff for their use.